Event description:
During an extracorporeal photopheresis (ecp) treatment, after approximately 205 ml of whole blood had been processed, the centrifuge bowl shattered inside the centrifuge chamber. Blood spray escaped the centrifuge chamber, but not beyond the pump deck and top skin of the instrument. Additionally, bowl fragments and an o ring escaped the centrifuge chamber. The machine did not automatically shut down and had to be manually unplugged from the wall outlet in order to stop the centrifuge from spinning post-bowl-shatter. The procedure was aborted, and treatment was not re-administered due to emotional impact of the event to the patient. The instrument was pulled from service, and cleaned and repaired by the manufacturer's contracted service company.